Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion that required pericardiocentesis. The physician was notified about thirty minutes to an hour after the procedure that the patient had a effusion confirmed by echo. It was observed that the patient had low blood pressure and bradycardia. The physician was notified of this and a pericardiocentesis was performed. The caller unaware of the patient¿s last known status. Additional information was received. Physician is unsure of the cause of this adverse event. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Transseptal puncture was performed with a baylis nrg transseptal needle large curve c1 (nrg-e-hf-98-c1) with baylis protrack pigtail wire. Single transseptal puncture site was performed during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31379200l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).